Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the battery reached a normal end of life. The telemetry and output were okay.

Event description:
A healthcare provider via a manufacturer representative reported that there was a complaint against the device. The patient was implanted for non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that there was no issue and they just sent it back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.